Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18504754 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the indicator window on a 5f exoseal vascular closure device (vcd) turned black, the plug deployment button could not be pressed at all. After unsuccessful attempts, the device was completely withdrawn. After withdrawal of the device, the operator tried pulling the guidewire loop by hand outside of the patient, but it could not be pulled. 10 to 15 minutes of manual compression was used instead. There were no reported injuries to the patient. The device was being used for closure after a cerebral angiography. Additional information was requested but was not provided. The device was stored and prepared according to the instructions for use (IFU), the procedure used a retrograde approach, the patient¿s body mass index (bmi) was greater than 40, and the physician was certified in the use of exoseal vascular closure device (vcd). No visible device or package damage was noted prior to use. One exoseal device was used with a 5f non-cordis sheath. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. Visible calcium or plaque was present at the puncture site, but there was no nearby stent, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression at the target femoral site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before exoseal vcd use. The exoseal vcd and non-cordis sheath were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. No red color was seen in the indicator window during retraction. The device was not returned as expected.